Event description:
The patient had been revised for massive osteolysis related to polyethylene wear. At this time; the company does not know if the explant is available for testing and the company has not been provided with any patient information.